Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the patient impact code in field h6. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was implanted successfully, with good lead measurements observed. However, the following morning, the patient experienced an arrest during breakfast. The patient's pulse was measured at 30-40 bpm. Cardiopulmonary resuscitation (CPR) was initiated. After the device was interrogated, there were four episodes in the vf zone and one in the vt zone, with the first episode occurring during CPR delivery. The device was pacing at 40 bpm, which was the programmed lower rate limit. The vf was detected and treated as intended. Subsequently, the patient's pulse was no longer detected and the patient passed away. Device data was submitted to technical services for review. Episode v-1 occurred at 7:30 am and showed the device was pacing at the programmed lower rate limit (lrl) of 40 bpm. There appeared to be minimal depolarization on the shock channel. The ventricular fibrillation (vf) was appropriately detected, with some variability in the rhythm. The first shock of 41 joules as delivered, followed by post-shock pacing at 60 bpm, as programmed. Some undersensing was noted post-shock, because post shock pacing fixes the automatic gain control (agc) and some signals were about 1mv or less. Continued variability in sensing was observed as signals appeared below the programmed sensitivity of 0.6mv. The second 41j shock was delivered, followed by post shock pacing at 60 bpm. Episodes v2 and v3 occurred at 7:31 and 7:33 and showed an agonal rhythm, with signals on the rv channel often below the programmed sensitivity. The morphology was consistent with a dying heart. Additional shocks were diverted, followed by committed shocks, which is normal device operation. The remaining episodes with details illustrate similar observations, with small signals and an agonal like rhythm on the shock channel consistent with dying heart. The observed intermittent undersensing appeared to be the result of functional undersensing at times; however, more often the rv signals were below the programmed sensitivity. The device appears to have operated as designed and programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was implanted successfully, with good lead measurements observed. However, the following morning, the patient experienced an arrest during breakfast. The patient's pulse was measured at 30-40 bpm. Cardiopulmonary resuscitation (CPR) was initiated. After the device was interrogated, there were four episodes in the vf zone and one in the vt zone, with the first episode occurring during CPR delivery. The device was pacing at 40 bpm, which was the programmed lower rate limit. The vf was detected and treated as intended. However, the physician did suspect that the lead may have dislodged during CPR, as the episode appeared to show undersensing that caused a delay in therapy, but finally a 41 j shock was successful. Subsequently, the patient's pulse was no longer detected and the patient passed away. It was reported that the patient's vital signs after implantation and until the arrest were normal. The official cause of death was not reported, but the physician suspected hypoxia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the patient impact code.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was implanted successfully, with good lead measurements observed. However, the following morning, the patient experienced an arrest during breakfast. The patient's pulse was measured at 30-40 bpm. Cardiopulmonary resuscitation (CPR) was initiated. After the device was interrogated, there were four episodes in the vf zone and on in the vt zone, with the first episode occurring during CPR delivery. The device was pacing at 40 bpm, which was the programmed lower rate limit. The vf was detected and treated as intended. Subsequently, the patient's pulse was no longer detected and the patient passed away.